Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 16 pen ndls 32g 4mm pro 14 bag 700 case jpx failed to deliver medication during use. The following information was provided by the initial reporter, translated from "bent needles npe of a total of 16 pen needles were reported from 2 patients. Their complaint is that the drug did not come out and the needles npe were found to be bent."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/1/2020. H.6. Investigation: 16 defect samples were returned. Bdj confirmed 8 np needles bent and 8 np needles broken. Five photos were forwarded to the manufacturer. Visual examination of the returned photos was carried out and a bent non patient end and a broken non patient end of cannula was observed. As no samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that 16 pen ndls 32g 4mm pro 14 bag 700 case jpx failed to deliver medication during use. The following information was provided by the initial reporter, translated from "bent needles npe of a total of 16 pen needles were reported from 2 patients. Their complaint is that the drug did not come out and the needles npe were found to be bent."